Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had no button response on act button due to corroded keypad traces. Insulin pump was unable to perform displacement test due to unresponsive keypad. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.